Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, crease/folding of implant.

Event description:
Healthcare professional reported right side ¿total rupture with intracapsular and extracapsular silicon effusion¿. Device has been explanted and replaced.